Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump passed the displacement, rewind, basic occlusion, no delivery and motor tests. No rewind anomaly, motor noise during rewind and fill cannula or excessive no delivery error alarms noted. The drive/motor was inspected and no anomaly was noted. The pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the motor error alarm. The pump had a missing end cap sticker, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 42 mg/dl. The customer was very low and vomiting. The customer cause of low blood glucose was told to lower his basal rates. Customer also received no delivery. The customer was disconnected during the rewind/prime sequence. The customer was advised to speak to health care provider regarding low blood glucose. The customer was advised to monitor pump. The customer declined to troubleshoot for high blood glucose and would like to have pump replaced. The customer was advised that we are replacing pump due to motor anomaly and sending replacement infusion sets.